Event description:
Event description guidant received information that this pacemaker may have the leads swithched in the header of the device. The field representative called technical services and was going to send in an electrogram from the patient.